Manufacturer narrative:
Additional failure analysis investigation observed that the instrument exhibited white residue material that appeared like 'glue' substance located at the distal end of the main tube. This was not initially reported by the site. The customer reported complaint does not in itself constitute a MDR reportable event; however, the white residue on the main tube found during additional failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was observed that there was cosmetic damage to the monopolar curved scissors instrument's housing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's housing had laser mark issue. Failure analysis investigation also found the following damages: there was pad printing removed from the instrument's tube extension. The instrument's main tube also had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. In addition, the instrument's housing has illegible labels on the housing. The housing looks bare. This is most likely due to small bubbles forming on the housing material, occurring during reprocessing. A small hairline crack has formed near the grey buttons and a shiny film has deposited on the instrument's chassis. A white residue was see on the main tube, right below the tube reinforcement ring. This is thought to have occurred during reprocessing, as a result of the housing material transferring in the sterilization tray. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the pad printing removal, white residue material found on the main tube and the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.